Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3008452825-2020-00305. During a left ventricular (lv) ischemic ventricular tachycardia (vt) procedure, a pericardial effusion occurred. During a four hour procedure, after 3441secs of ablation in the lv and lv apex the patient became hypotensive. An echocardiogram revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. The patient is recovering in the intensive care unit. There were no performance issues with any abbott devices.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. No visual anomalies were noted. Electrodes 1-18 and the sensors met specifications for acceptable resistance values with no open or short circuits detected. The catheter shaft deflected in both directions when actuating the steering mechanism and met curve specifications. The catheter was primed and flushed with no resistance or anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.